Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a crack at 14 mm from the distal end. But the point of the crack had no scratch. The ptfe pad of the subject device was partially separated. As the result of checking the manufacturing record of the subject device, there was nothing abnormal detected. This type of probe damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, a crack of the probe might be caused by excessive stress applied to the probe due to activation while holding the tissue and twisting the subject device. The ultra-sound output error might be caused by activation with broken probe. Also, this type of the pad damage is most likely related to the operator's technique. The separation of the ptfe pad might be caused by activation while grasping nothing. The instruction manual of the subject device already states; do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob. The probe could contact internal parts and become damaged; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
It was informed that the ultra-sound output error occurred. The details of the procedure were unknown. The doctor completed the procedure with another device. No patient injury was reported. On june 28, 2016, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was partially separated.